Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited high impedance, high thresholds and intermittent capture. A polarity switch had occurred and there was a suspected lead fracture. The lead was reprogrammed, and later capped and replaced. No further patient complications have been reported as a result of this event.